Event description:
It was reported that: cut down performed to remove manta. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. There was severe calcification in the entirety of vessel and a tortuous distal iliac reported. Measured depth for the manta was 6.5+1cm. There were no reported issues advancing or withdrawing procedure sheaths. A shockwave pta was used on the distal iliac prior to 14fr e-sheath insertion. It was reported that: the manta was deployed per the IFU. Cardiologist said he felt the "normal" resistance when pulling back to yellow/green and finished the manta deployment. Pulsatile blood flow was present from the groin post manta deployment. An angio showed the stainless steel lock well above the access site. Attempted to go up and over for balloon tamponade, too much calcium. Opted for surgical cut down. Surgeon noted the footplate was lodged in a shelf of calcium in the distal iliac near the area that was treated prior with shockwave pta. Footplate, collagen, suture , and stainless-steel lock were removed in entirety. The patient was reported as stable post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted showing the copious amount of calcification present and the outcome of shockwave prior to procedural sheath insertion. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, prior to the tavr procedure, a shockwave was used to break up calcium in the distal iliac. A centrally positioned access was gained utilizing ultrasound guidance and micro-puncture. The arteriotomy measured "7.8mm with calcium", noted as severely calcified throughout the entire vessel, posterior and anterior wall calcification, potential circumferential wall calcification, and tortuous distal iliac, with a depth measurement of 6.5cm + 1cm. No issues were encountered advancing or withdrawing the expandable sheaths during the initial procedure. The 18f manta device was deployed for closure in the right common femoral artery; and following deployment, pulsatile bleeding from the groin was present. A post-angiogram revealed the radiopaque lock positioned well above the access site. The surgeon was unsuccessful in his attempt to go up and over to balloon tamponade, due to too much calcium and proceeded with surgical cut-down. During the surgical intervention, the manta anchor was seen lodged in a shelf of calcium proximal to the area treated with shockwave. The complete manta collagen plug (anchor, collagen, radiopaque lock, and suture) was explanted; and the patient outcome post-procedure was stable. The root cause of the tract deployment requiring surgical intervention is likely poor patient selection and user error. The heavily calcified and tortuous vessels potentially caused the manta implant not to catch on the vessel properly during deployment and caused an ineffective seal at the access site. The manta instructions for use posts a warning not to use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel >50% diameter femoral or iliac artery stenosis and additionally warns not to use manta in patients having marked tortuosity of the femoral or iliac arteries. The IFU lists in procedure preparation to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: cut down performed to remove manta. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. There was severe calcification in the entirety of vessel and a tortuous distal iliac reported. Measured depth for the manta was 6.5+1cm. There were no reported issues advancing or withdrawing procedure sheaths. A shockwave pta was used on the distal iliac prior to 14fr e-sheath insertion. It was reported that: the manta was deployed per the IFU. Cardiologist said he felt the "normal" resistance when pulling back to yellow/green and finished the manta deployment. Pulsatile blood flow was present from the groin post manta deployment. An angio showed the stainless steel lock well above the access site. Attempted to go up and over for balloon tamponade, too much calcium. Opted for surgical cut down. Surgeon noted the footplate was lodged in a shelf of calcium in the distal iliac near the area that was treated prior with shockwave pta. Footplate, collagen, suture , and stainless-steel lock were removed in entirety. The patient was reported as stable post the procedure.